Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds with suspicion of dislodgement. The patient was scheduled for an x-ray test. X-ray test was performed and confirmed no dislodgement occurred. A revision procedure was planned to be performed. The device was reprogrammed, this lead was explanted and replaced, and is not expected to be returned as it was discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds with suspicion of dislodgement. The patient was scheduled for an x-ray test. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds with suspicion of dislodgement. The patient was scheduled for an x-ray test. X-ray test was performed and confirmed no dislodgement occurred. A revision procedure is planned to be performed. The device was reprogrammed, and this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.